Event description:
The surgeon using the electrosurgical unit (esu) electro cautery device described sensing "increased heat" in the area and almost immediately observed a small burn of the colon serosa. He reports that he did not visualize an "arc" or hear a sound, but felt that energy/heat was dispersed from an area of the tip, mid shaft, which is not and should not be the active part of the tip. The insulated (and typically inactive) border was in contact with the serosa of the colon which was not the area that was being localized for cautery by the non-insulated active tip. This area should not have been a point of energy/heat dispersal. The colon was inspected, there was no area of leakage noted but there was an approximately 3 mm area of superficial tissue damage. The team immediately removed the electrosurgical cautery pencil and insulated blade tip and replaced them with a new esu pencil and tip. Additionally, they assessed and confirmed that the dispersive pad continued to be in proper placement/contact.at the end of the procedure, an operating room staff member tested the apparently malfunctioning tip that had been used during the procedure. Testing was done with the insulscan system, and the tester did get an alarm indicating that the insulation was not intact. A pinpoint hole was visualized at a midpoint in the insulation of the tip. Review indicated that prior to the event no defect in the tip was identified.prior to this event, another tip was found to be potentially defective prior to use and removed from the field, however it was not tested.